Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) was connected and using a patient line line extension. The patient line extension might not have been primed. The technical service representative (tsr) assisted the hp to clear the alarm, and advised to start over with new cassette and bags. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that she had added the extension line after having primed the patient line. As a result, the air in the extension caused the alarm. The hp stated that she did not have any injury or harm as a result of this incident. The hp also confirmed that she did not notice any defects on the supplies. Per hp, she did not know the lot number. The hp stated that she is doing fine and continuing therapy without any issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(6). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
The customer reported to baxter (B)(4) of a blood administration set that the rotating luer lock connection is faulty causing it to disconnect from the set. A patient was involved but no injury occurred. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint system error 2240 alarm was not confirmed, as no sample was returned for evaluation. The cause was patient user error based on the global technical service (gts) representative troubleshooting during the event. The patient did not connect the patient extension line prior to priming the rest of the disposable set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).